Manufacturer narrative:
H10: per good faith effort response, there was no fault or malfunction with device. Additionally, there was no patient/user harm reported. Since this report does not allege any deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, usability or performance of the device, this report is considered not reportable. If additional information becomes available, the record will be reassessed for reportability.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit alarmed during setup. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6). Reporter/intuition phone(B)(6).